Manufacturer narrative:
Submit date: 11/04/2016. An investigation is currently underway. Upon completion, results, will be forwarded. Several attempts to obtain additional information have been made. At this time, no additional information has been received. If this information becomes available, it will be provided and forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage by service on 09/08/2016, unit was found to fail to alarm for an occlusion.

Manufacturer narrative:
Submit date: 02/28/2017. The pump was returned to service for analysis. The pump was found to be operating correctly by alarming continuously for rotor stuck?. When the rotor is stuck the system will not be able to generate the pressure required to detect an occlusion or verify the condition to activate the alarm. In summary, the probable cause for failure of the occlusion alarm was the condition of rotor stuck. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.